Event description:
MFR's employee reported the pt had a pump refill in 2004. The daily dose was increased by 10% and the medication concentration remained the same. The pt went to the e.r. And recieved narcan and glucose. The pt was then admitted to the intensive care unit because pt was hypoglycemic and hypotensive. The pump was checked. It was then discovered the pt was experiencing a myocardial infarction. The pump was turned off. A few days later the pump was turned back on at its lowest rate. The pt then started exhibiting the same adverse reactions approx 2 hours after pump was restarted. The pt did not have another myocardial infarction. The pump reservoir fluid was sent out for analysis. There has been no analysis results yet. The pt is reported to now be home and has had no other issues or trauma. Pt continued to get their pump refilled without incident. A follow up report will be sent when additional info is obtained.